Event description:
It was reported that eight (08) exactamix 500 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bags leaked from unspecified location. This occurred during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h4: the lot was manufactured between october 11-12, 2023. H11: eight (8) devices were received for evaluation. A visual inspection was performed, and the reported leak was not easily identified. Functional testing was performed in which a leak was immediately identified from the administration spike port bonding area on the returned samples. The reported condition was verified. The cause of the reported condition could not be determined; however, was likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.